Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was briefly submerged in water and upon removal, was plugged in to charge. Subsequently, multiple temperature alarms occurred while pump was charging in room temperature conditions. The alarm was successfully cleared and did not reoccur. The customer's blood glucose was 299 mg/dl.